Event description:
It was reported that the patient presented for a post op check. Upon review, it was discovered that the pacemaker exhibited an error message indicating that the device had invalid parameters and required all settings to be reverted to ¿out of box¿ settings. Programming changes were performed. The patient remained stable throughout event.